Manufacturer narrative:
This particular patient required 2 separate fetal scalp electrodes to be placed due to lack of connectivity. Sometimes, if the first electrode is not applied securely enough or if the baby has a large amount of hair, it can interfere with the connectivity. Approximately, 3 days after delivery, the baby developed an infection on the scalp where the electrodes had been placed. Unfortunately, whenever there is a break in the skin, there is a risk for infection. The vagina is not a sterile environment, and infection can often develop because of this. There can also be an increased chance of infection depending on how long the fetal scalp electrode is in place during labor.

Event description:
Spontaneous partus (B)(6) 2018, in which two times a new scalp electrode was placed because of bad registration. On (B)(6) consultation in pediatrics concerning inflated swelling on the occiput of the neonate. Ultrasound was done: no corpus alienum, but pus visible. Infection treated with antibiotics.